Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device loaner was not cooling. Attached case number (B)(4) for reference. Per review of wo on 04feb2025, the event occurred during patient use. However, there was no patient injury. Patient details were unobtainable due to the privacy laws in canada.

Event description:
It was reported that the biomed stated that the arctic sun device loaner was not cooling. Attached case number (B)(4) for reference. Per review of wo on 04feb2025, the event occurred during patient use. However, there was no patient injury. Patient details were unobtainable due to the privacy laws in canada.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue was not reproduced during service. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the reported issue was not confirmed. Performed the ctu calibration and passed. Passed the electrical safety testing. Installed new screen protector. Functionality was verified using srw1190033 rev 13 and was passed all the testing. The stat is now ready for used. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.